Manufacturer narrative:
The reported device has not yet been returned. Should the device be returned an investigation will be carried out and a supplemental report will be submitted upon completion. Manufacturer reference #: (B)(4).

Event description:
On 06/19/2026, it was reported by (B)(6) from daybreak that a daybreak device was broken. Reportedly the bottom tray button broke while in the patient's mouth. The incident occurred on (B)(6) 2026. No injury was reported.